Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported problem could not be duplicated. The batteries were tested, and the filament was calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an error message during fluoroscopy. No pt injury was reported.